Manufacturer narrative:
The device involved in the alleged event was disposed of by the customer.

Event description:
It was alleged during a procedure that the blanket was under the patient and about 2 hrs into the procedure it was noticed that the floor and the patient were wet. It was reported that the device was turned off and the procedure was finished. No adverse consequences or medical intervention was reported.

Event description:
It was alleged during a procedure that the blanket was under the patient and about 2 hrs into the procedure it was noticed that the floor and the patient were wet. It was reported that the device was turned off and the procedure was finished. No adverse consequences or medical intervention was reported.